Manufacturer narrative:
The product was evaluated through manufacturing review and radiographic inspection, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per package insert, instability is a known adverse effect of the system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is scheduled to undergo a left knee arthroplasty revision to address instability and valgus alignment secondary to failure of the tibial spine on the articular surface approximately twenty-six (26) years post-operatively. The surgeon suspects that the device may have fractured. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant devices - insall-burstein ii femoral component size 64 left catalog #: 00522400500 lot #: 51720600, insall-burstein ii tibial tray size 64 catalog #: 00522002300 lot #: 51499500. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient is scheduled to undergo a left knee arthroplasty revision to address instability and valgus alignment secondary to failure of the tibial spine on the articular surface approximately twenty-six (26) years post-operatively. Attempts have been made and no additional information is available at this time. The patient underwent initial knee arthroplasty on (B)(6) 1994 and is subsequently being revised due to the failure of the tibial spine on the articulating surface, resulting in instability and valgus alignment. The revision will be performed by dr. (B)(6) at (B)(6) hospital.